Event description:
Customer reported surge suppressor needed to be replaced. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the surge suppressor. System is operating as intended.